Manufacturer narrative:
The device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker implant. During implant, upon release at a target location, the lp dislodged from the tissue and migrated to the inferior vena cava/right atrium junction. The lp was able to be successfully retrieved, and outside the body it was noticed the lp helix was stretched. A new lp was implanted. The patient was stable.